Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown there were no device issues noted at the time of the patients death as the patient was lost to follow up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient passed away on (B)(6) 2022 due to sepsis. The death was not device related and operated as expected. The patient had a recurrent driveline infection that progressed to bacteremia. The patient was admitted on (B)(6) 2022 until death on (B)(6) 2022. The patient developed a fever, increased inflammatory markers, septic condition, and subarachnoid bleeding. The patient underwent microbiological cultivation, surgical revision, and vacuum assisted closure treatment. The patient was placed on antibiotics according to the cultivations.

Manufacturer narrative:
Section b5: the onset of the driveline infection is covered in MFR # 2916596-2022-14206. Manufacturer's investigation conclusion: a specific cause for the patient¿s infections and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The patient's outcome was not considered to be device-related, and it was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection, localized infection, sepsis, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. The heartmate 3 lvas patient handbook, rev. G, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.